Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that prior to implant attempt, the device was at eri, the battery impedance seemed high, and there was difficult interrogating the device. Edited (B) (6) 2010 the issue was detected prior to patient involvement.